Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that about 6 months prior to this report after charging the patient got an intense burning/heating sensation about the implantable neurostimulator (ins) site. It was noted that there was not surface heating from recharging. It was further noted that the sensation would also sometimes track along the lead into the patient¿s back. Patient got the sensation whether stimulation was on or off. It was noted that the ins would completely discharge over 2-4 days even if stimulation was not used following a recharge. If the ins was fully discharged the patient did not get the burning sensation. Stimulation was still good and providing good coverage and pain relief. All impedance values returned within normal ranges. The battery indication and recharges were ok. One power on reset (por) was reported and cleared at review as the patient had allowed the ins to discharge as it was too uncomfortable while it held a charge. Additional information reported that investigation had been done already. The manufacturing representative believed the surgeon was planning to investigate further but no booking was present. Therapy was still effective but the patient could not use as sensation experienced when battery was charged was too uncomfortable. Patient could not use therapy but wanted too as it did help control his pain. Additional information received reported some out of range impedances. Some impedances were reading greater than 10,000 ohms.